Manufacturer narrative:
Result: broken locking mechanism.

Event description:
It was reported by service report that the right head-end siderail would not lock into the upper or down position. No pt involvement or adverse consequences were reported.